Manufacturer narrative:
Summarized patient outcomes/complications of epic valves were reported in a research article in a subject population with multiple co-morbidities including aortic stenosis, aortic regurgitation, cancer, hypertension, hyperlipidemia, chronic lung disease, cerebrovascular disease, coronary artery disease, atrial fibrillation, peripheral vascular disease, renal disease, congestive heart failure, diabetes mellitus, liver disease, and chronic renal failure with dialysis. Complications reported included surgical intervention (redo, pacemaker), hospitalization, stroke, endocarditis, renal failure, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison of bioprosthetic valves in primary isolated aortic valve replacement: a nationwide study.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison of bioprosthetic valves in primary isolated aortic valve replacement: a nationwide study.

Event description:
The article, "comparison of bioprosthetic valves in primary isolated aortic valve replacement: a nationwide study", was reviewed. The article presented a retrospective, multicenter study to compare the early and long-term clinical outcomes of bovine pericardial valves (bov) and porcine valves (povs) in patients with primary isolated avr using the korean national health insurance service-national health information database (nhis-nhid). Bovine pericardial valves included in the study were carpentier-edwards perimount, livanova soprano pericardial heart, carpentier-edwards perimount magna tfx, medtronic avalus bioprosthesis, livanova mitroflow, and livanova crown prt. Porcine valves included in the study were medtronic hancock ii, medtronic mosaic, abbott epic supra, and abbott epic. The article concluded that in korean national database cohort patients with primary isolated aortic valve replacement (avr) there was no significant difference in the early- and long-term clinical outcomes between bov and pov. [The primary and corresponding author was jae woong choi, department of thoracic and cardiovascular surgery, seoul national university hospital, seoul national university college, 101 daehak-ro, jongno-gu, seoul 03080, korea, with corresponding e-mail: cjw01@snu.ac.kr]. The time frame of the study was from 2003 to 2019. A total of 5470 patients were included in the study, of which it was not specified how many received an abbott device (bovine group, n = 3947; porcine group, n = 1523). In the bovine group, the average age was 71.7 years and the majority gender was male. In the porcine group, the average age was 72.3 years and the majority gender was male. Comorbidities included aortic stenosis, aortic regurgitation, cancer, hypertension, hyperlipidemia, chronic lung disease, cerebrovascular disease, coronary artery disease, atrial fibrillation, peripheral vascular disease, renal disease, congestive heart failure, diabetes mellitus, liver disease, and chronic renal failure with dialysis.